Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the insulin pump had a blank display. The customer¿s blood glucose was unknown at the time of incident. Customer stated that the insulin pump screen was blank and will not turn on. Customer reported that there is a piece missing on the battery cap. Customer also reported that the insulin pump had a stuck button alarm and troubleshooting was performed and unable to complete due to insulin pump display was blank. The customer was advised that a replacement battery cap will be sent. The insulin pump is not expected to return for analysis.